Manufacturer narrative:
E1: phone number: institution: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that when the fio2 was set to 100 % during use, the circuit shook. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. The reported phenomenon was not duplicated. No component needed to be replaced. The device was only checked and then repair would be completed. The repair was canceled by the customer, the unit was returned unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.